Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/06/2023. An investigation was conducted on 09/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was also observed between the jaws. A microscopic inspection was conducted. The clear silicone insulation of the hot and cold jaws was observed to be intact with no visual defects. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000284603 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, one of the vasoview hemopro 2 wires on the jaws of the cutter seems to have come disconnected and caused the unit to not function as designed. The pa, end user had a substantial amount of charred tissue attached to the inside and side of the jaws (cutting part). The pa tried to clean the jaws with a dry rytek. Repeatedly pulling at the tissue in the jaws aggressively again and again. He was asked to use a wet rytek and activate the jaws to create steam to loosen the tissue and it cleared off easily. At this point he reinserted the jaws into the harvesting cannula and started to try and cut branches of the vein. It was at this time they knew there was some additional issue. Pa was asked to hold the jaws where they could see them on the monitor and observed what looked to be one of the wires disconnected at one end. He was immediately asked to remove the cutting device to set aside and save. Fat and vein was the tissue on the jaws the staff pulled a new kit to finish the case. The only delay was waiting to open a new kit. There was no patient effects.